Event description:
This is a spontaneous case report was received via social media (twitter). It was posted on (B)(6) in united states and was received by bayer on (B)(6) 2015 and it refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that essure failed the consumer. A picture of a uterus suggesting total hysterectomy was attached. Result and assessment of the product technical complaint investigation received on (B)(6)2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality assessment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the planned procedure. It was also reported that essure failed the consumer. As the procedure is planned due to essure problems and no follow-up will be possible (social media case); company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the planned surgical intervention, this case was considered an incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Correction on 16-feb-2016 following company internal review: the follow-up from 03-jan-2016 was added to this case by mistake. The events 'suffering' and 'pelvic pain is so bad' referred to another consumer and therefore they were deleted. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the planned procedure. It was also reported that essure failed the consumer. As the procedure is planned due to essure problems and no follow-up will be possible (social media case); company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the planned surgical intervention, this case was considered an incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 03-jan-2016: essure was implanted on (B)(6) 2012 and she has been suffering since. Consumer also reported that in (B)(6) 2016 her pelvic pain was so bad. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the planned procedure. It was also reported that essure failed the consumer. As the procedure is planned due to essure problems and no follow-up will be possible (social media case); company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the planned surgical intervention, this case was considered an incident. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
-Result and assessment of the product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the planned procedure. It was also reported that essure failed the consumer. As the procedure is planned due to essure problems and no follow-up will be possible (social media case); company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the planned surgical intervention, this case was considered an incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up information can be obtained since this is a social media case.